Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical research report mentioned that the subject experienced high blood glucose levels. The customer's blood glucose level was unknown. The customer reported that there were serum ketones. The insulin pump also received insulin flow block alarms. The insulin pump will not be returned fir analysis.